Manufacturer narrative:
Unit received stuck in critical pump error (open book image) and unable to download severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unit received with partially broken off reservoir tube lip with customer applied glue adhesive to reservoir tube lip area. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, severe corrosion on force sensor assembly and moisture damage on motor home switch.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer insulin pump alarmed critical pump error after getting moisture exposure from being in a swimming pool. Customer stated the insulin pump did not had any physical damages. Customer stated insulin pump displayed critical error message on the screen. Customer saw a red x on the screen. Customer also reported physical damage on the reservoir rim compartment. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.